Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inr 1 and 4 are not within the confident limit as per the internal procedure (rev.2) . At 2, 3, 5 and 6 are within the confident limits as per the internal procedure (rev .2). The product will be investigated.